Event description:
The customer reported image appeared with delay and not consistently, during inspection for use involving an olympus xenon light source. The customer suspected that the cause of the issue was due to connectors may need replacement. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.